Event description:
It was reported that during the implant procedure, screw was damaged. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analyisis, it was reported that the helix/lobe distorted/bent. It was apparent that this damage occurred at implant.